Event description:
Small plastic piece broke off of broach: adult female with end-stage osteoarthritis; bilateral congenital dysplasia; surgery for total hip arthroplasty. Pt had a size 60 mm cementless acetabular component with screw augmentation with a 40 e-poly liner and size 9 lateralized cementless stem with a +6/40 head. Poster lateral approach made to hip, incision. Reaming done to first medialize and obtain subchondral concentric bleeding bone. Fifty eight trial impacted and noted to have excellent press fit and mechanical interlock. Acetabulum irrigated, checked for cysts. Acetabulum reamed to a 59 for a 1mm press fit. It had excellent press fit and mechanical interlock. Two screws were placed through the dome into the ilium primarily for the dysplastic acetabulum to augment fixation. Autograft from femoral head and neck fashioned and impacted into superior and posterior acetabular defects. Pressfit, not internally fixed. Shell irrigated, liner placed and locking mechanism engaged and confirmed. Acetabulum inspected to make sure there were no osteophytes. Femur entered with a box osteotome; followed by an awl, then tapered reamer, followed by broaching small and incrementally working up to 9. Anteversion was set at 15 to 20, which was her natural anteversion. This was neutral varus-valgus. The 9 had excellent rotation and axial stability. The hip was reduced with a lateralized offset neck and initially a 0/40 head, but this did have excessive shuck in all planes and therefore, the hip was trialed with a +3 and a +6. The +6 was selected...trials removed, permanent stem seated in identical position of the broach. It too achieved excellent rotation and axial stability. Hip trailed with a +3 and +6 trial head on the real stem, 6+ was selected. Morris taper and acetabulum were pulse lavaged, dried, head impacted and hip reduced and taken through range of motion confirming all indices noted. Wound pulse lavaged, sutured, skin stapled, and dressing was applied. Pt received 2l of crystalloid, no transfusions or complications went to recovery in satisfactory stable condition.======================manufacturer response for broach handle, biomet (per site reporter).======================sales representative would like to have the hardware asap (as soon a possible) so a replacement can be ordered.